Event description:
Hardware failure with bilateral fractured rods and pseudoarthrosis. Pt presented in 2005 at another facility with l1 burst fracture requiring open reduction, decompression and fusion by posterior approach. At the six month postop mark and after the pt had returned to work, he felt a "pop" and was found to have a fractured rod. Pt declined surgery at that time. Sometime in 2006, the second rod fractured and pt agreed to proceed with exploration, fusion and revision. Removal of fractured rods, crosslinks and locking screws was done. Pt was discharged the same month after making good recovery, ambulating voiding and was neurologically intact. Discharge instructions included no heavy lifting or strenuous activity. Pt instructed to wear tlso brace when out of bed. Note: this report was delayed due to inability to obtain manufacturer and device name. Calls made to neurosurgeon's office; referred to rogue valley medical center. Call to release of information at rvmc for op report (none received). No response to date.